Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties (having to charge more often), replacement went as planned. Device will not return because it was discarded per hospital policy. No additional adverse patient effects were reported, patient was doing well in post op. Electrocautery was not used.